Event description:
It was reported that a yukon screw fractured approximately one-year post-operatively. The patient is asymptomatic and there are no current plans to revise.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis inspections could not be performed as the product remains implanted in the patient and is unavailable for evaluation. Device and complaint history records for this lot could not be reviewed as a valid lot number was not provided and could not be obtained. There were no complications noted during the initial implantation of the pedicle screw. The construct spanned c2 - t1, where the screw at t1 fractured approximately one year post-operatively. The patient's activity level post-operatively was physician directed and it is unknown whether the patient experienced any external trauma prior to the screw fracture. The patient is reportedly asymptomatic and there are no current plans to revise. It is unknown if the patient has any comorbidities, and the bone quality was noted as unremarkable. It was reported that the patient fused after the surgery. The yukon oct spinal system IFU states that, "the k2m spinal implants are intended to provide temporary stabilization. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus the benefits when deciding whether to remove the implant." It was reported that the patient had fused and is doing well post-operatively. Implanted screws are load sharing devices that may fracture after patient healing due to patient activity levels. The most likely root cause of the screw fracture is therefore due to normal device wear, as the patient had fully fused and the screw provided the temporary stabilization needed during healing.

Event description:
It was reported that a yukon screw fractured approximately one-year post-operatively. The patient is asymptomatic and there are no current plans to revise.

Manufacturer narrative:
Device remains implanted.